Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm e70 alarm and unable to perform any tests due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error during bolus. The customer's blood glucose value was unknown. The customer stated that the drive support cap was not damaged. The insulin pump will be returned for analysis.